Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the customer was unable to run cycle with the endoscope reprocessor because user needs to change the detergent and disinfectant. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the user was walked through on how to change the detergent. It was noted that the facility went past the 5 days maximum on the disinfectant as long as it passes efficacy. Customer was advised that they still need to change the disinfectant after the 5 days regardless if it passes efficacy or not. It was also noted, the water filter has not been changed since august of 2021 which at a minimum should be replaced once every 6 month if they have a prefiltration system and monthly if they do not. The filter was noted to be leaking but was unknown where the leak was coming from. The customer was advised to order filter and install a new filter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the event occurred because the user did not read the instructions manual carefully. Additional information was requested, but not received. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824): replace the water filter at least once a month to prevent contamination of the rinse water. Note ·using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. 7.12 replacing the disinfectant solution: when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution.¿ olympus will continue to monitor field performance for this device.